Manufacturer narrative:
Medtronic rep. Reported that during troubleshooting his instruments would go into red status and stop tracking as soon as they passed the midline of the face. He replicated this with two different trackers and both the ostium seeker and straight suction. He moved the emitter to 3 o'clock and tried raising it slightly and still found the same behavior. RMA issued. Device has not yet been received for further testing as of the date of this report.

Event description:
A site rep reported that during an ent case, they experienced problems tracking on one side of the pt's head. When they registered using tracer, she reported that they were only able to take points on the pt's left side of the face. They tried adjusting the position of the emitter and had ensured that all metal was removed from the field. They also tried two different instrument trackers. The registration did pass and the case continued as planned with the use of navigation. The area of interest was on the left side, away from affects of the issue. There was a successful outcome for the pt.